Event description:
Related manufacturer reference number: 2017865-2022-17200 it was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular and atrial lead were oversensing noise triggering inappropriate mode switches. Programming changes were implemented for the atrial lead. The right ventricular lead was capped and replaced (B)(6) 2022. The patient was in stable condition.